Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported, she was hospitalized for high blood glucose. She just started the new 530g system and was getting no delivery alarms. She currently uses a six millimeter quick set, but stated she always used to use the nine millimeter with her old insulin pump. A nine millimeter infusion set was sent. Customer stated last night she was having high blood glucose and could not get it to come down. She went to the emergency room and her blood glucose was over 617 mg/dl. Customer was experiencing nausea and ketones. When she took off her set, the cannula was not bent. She was treated with an insulin drip and fluids. Customer's current blood glucose is 497 mg/dl. Customer declined troubleshooting because she was going back to the hospital. Nothing further reported.